Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient felt stimulation on the right side but did not feel stimulation on the left side. It was noted that the patient has had reprogramming a few times. It was noted that the patient met with the manufacturing representative on the day prior to report. It was noted that before the patient met the manufacturing representative stimulation was at 2.5 and after she had to turn it up 7.0 to feel it. It was noted that the manufacturing representative was adjusting for over an hour and could not get the left side to work. It was noted that another manufacturing representative was going to meet with the patient next week for some adjustments. It was noted that the patient mentioned pain in the hip that she has had since the implantable neurostimulator (ins) was implanted. It was noted that the patient could turn stimulation on and off and could still feel stimulation. It was noted that the patient was going to turn the stimulation off and pay close attention to the pain. It was noted that the patient had an x-ray on the day of report and everything looked fine.